Manufacturer narrative:
The customer did not provide the lot number for the device. Therefore the manufacturing date cannot be provided. Covidien reference: (B)(4).

Event description:
A customer reported that during patient use an air leak noise was confirmed on an 840 ventilator . The customer reported that there was a hole on the air hose. The air supply decline alarm did not occur. No patient harm was reported.